Event description:
An apparent lead fracture was reported. The patient had received two shocks. The lead was explanted and replaced. No patient complications have been reported as a result of this event. It was later alleged by attorney patient suffered physical and other injury as a result of recalled lead. Further alleged in 2008, patient "passed away due to complications, in part, related to the recalled lead" and that prior to his death, in 2007, patient experienced "inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead." Attorney also alleges as a result of the lead, the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish" and that patient "died as a direct and proximate result of defects" in lead.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information to suggest the death was device related. The cause of death has been researched, but has not been received. Evaluation summary: proximal conductor was fractured; full lead was returned for analysis. Review of manufacturer's and public database revealed patient death in 2008, and that the patient did not have a sprint fidelis lead implanted at the time of death. There is no allegation from a healthcare professional that the death was device related. The cause of death has been researched and not received.